Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device measuring 6.5 cm in length and 0.1 cm in diameter loosely embedded in one of the uterine fragments') and pelvic pain ('pain (left side)') in a 21-year-old female patient who had essure (batch no. 958702-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included pulmonary pain, hematuria, dysuria, back pain, anxiety, morbid obesity, insomnia, endometriosis, pilonidal cyst, decreased appetite, gastrooesophageal reflux, night sweats, fatigue, dehydration, nausea, poor sleep, restless legs, wound dehiscence, bronchitis, tobacco user, polycystic ovarian syndrome, urinary tract infection, vaginal bleeding, uterine bleeding, obesity, vaginal discharge, perineal pain and kidney stones. Concomitant products included alprazolam (xanax) and duloxetine hydrochloride (cymbalta). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), headache ("headaches") and abdominal pain ("abdominal pain (left side)"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2012 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: hepatic steatosis; otherwise essentially unremarkable unenhanced CT scan of the abdomen and pelvis.. Computerised tomogram pelvis - on (B)(6) 2016: impression: status post bilateral essure tubal occlusion. Tiny left internal calculi. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Impression: prior essure coil placement whh no evidence for visualization or patency of the fallopian tubes bilaterally.. Ultrasound scan vagina - on (B)(6) 2017: result: - findings: partial hyst. Cx & ovaries remain right normal left not vis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, headache, migraines, menorrhagia and embedded device. Most recent follow-up information incorporated above includes: on 17-jun-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device measuring 6.5 cm in length and 0.1 cm in diameter loosely embedded in one of the uterine fragments') and pelvic pain ('pain (left side)') in a (B)(6) year-old female patient who had essure (batch no. 958702) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included pulmonary pain, hematuria, dysuria, back pain, anxiety, morbid obesity, insomnia, endometriosis, pilonidal cyst, decreased appetite, gastrooesophageal reflux, night sweats, fatigue, dehydration, nausea, poor sleep, restless legs, wound dehiscence, bronchitis, tobacco user, polycystic ovarian syndrome, urinary tract infection, vaginal bleeding, uterine bleeding, obesity, vaginal discharge, perineal pain and kidney stones. Concomitant products included alprazolam (xanax) and duloxetine hydrochloride (cymbalta). On (B)(6)-2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), headache ("headaches") and abdominal pain ("abdominal pain (left side)"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2012 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: hepatic steatosis; otherwise essentially unremarkable unenhanced CT scan of the abdomen and pelvis.. Computerised tomogram pelvis - on (B)(6) 2016: impression: status post bilateral essure tubal occlusion. Tiny left internal calculi. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Impression: prior essure coil placement with no evidence for visualization or patency of the fallopian tubes bilaterally.. Ultrasound scan vagina - on (B)(6) 2017: result: findings: partial hysterectomy . Cx & ovaries remain right normal left not vis.. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device measuring 6.5 cm in length and 0.1 cm in diameter loosely embedded in one of the uterine fragments') and pelvic pain ('pain (left side)') in a (B)(6)-year-old female patient who had essure (batch no. 958702) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included pulmonary pain, hematuria, dysuria, back pain, anxiety, morbid obesity, insomnia, endometriosis, pilonidal cyst, decreased appetite, gastrooesophageal reflux, night sweats, fatigue, dehydration, nausea, poor sleep, restless legs, wound dehiscence, bronchitis, tobacco user, polycystic ovarian syndrome, urinary tract infection, vaginal bleeding, uterine bleeding, obesity, vaginal discharge, perineal pain and kidney stones. Concomitant products included alprazolam (xanax) and duloxetine hydrochloride (cymbalta). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), headache ("headaches") and abdominal pain ("abdominal pain (left side)"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & medical record received: lot no added. New events - abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, essure micro-insert embedded were added. Injury nos was replaced by pelvic pain. Severity of event pelvic pain and abdominal pain were updated as severe and outcome of event pelvic pain and abdominal pain was updated to recovering/resolving. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.